Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified left common femoral vein. An 18-6/5.8/75 xxl esophageal balloon catheter was advanced over a .035 wire for dilatation. However, when the balloon was inflated at 3 atmospheres for 2 minutes, the balloon ruptured. The balloon was removed over the wire and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.